Manufacturer narrative:
Block h10: imdrf device code a0401 captures the reportable event of stent break. Imdrf impact code f2301 captures the used of basket to remove the detached piece of the advanix biliary stent.

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was implanted in the common bile duct to treat a malignant distal bile duct stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2023. During a scheduled plastic stent removal on (B)(6) 2024, the advanix stent was extracted with a snare; however, the distal part of the stent was torn off. The detached piece of the stent was successfully removed with a basket. There were no patient complications reported as a result of this event.